Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Additional information received reported the patient¿s implantable neurostimulator (ins) was working for their nerve pain, but did not work for their new pain that started in (B)(6) 2012. The reporter stated that further programming could not be done due to the ¿stimulation bouncing off¿ of the spinal hardware that the patient had implanted for spinal fusion in 1995 or 1996. It was noted the patient¿s current leads would be replaced with a paddle lead in may of 2015. It was further noted the patient did not have any current issues with the ins.

Event description:
It was reported that the patient was having her device replaced next month and was told that she will need a ¿paddle¿ implanted in order to get stimulation to her back. It was noted that the patient had six pins in her back and a spinal fusion, which was impacting her stimulation. It was indicated that the patient stated that stimulation was ¿arcing off those pins and I am loosing stimulation.¿ the patient¿s device was ¿set to expire¿ on (B)(6) 2013 and the patient was meeting with her doctor the day before. The patient did not currently have replacement surgery scheduled and was concerned about her battery going dead. It was noted that the patient¿s device had gone dead twice before, once when she was in a coma in 2011 and once before 2011. The device was able to be ¿kicked over¿ and restarted both times, but the patient had been told that it was hard on the device to go dead. It was indicated that the patient¿s settings were high. Additional information received reported that the patient suspected her device was running low, as the patient had been feeling more pain symptoms lately. The patient believed the device would be dead on (B)(6) 2013 because she was implanted seven years ago on (B)(6) , 2006. It was noted that the patient had not seen the eri (elective replacement indicator) message on her programmer, but noticed she had to recharge more frequently, twice a week, and had been having more pain in her right leg where she has nerve damage down the right leg. Additional information received reported that there was no replacement scheduled.